Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "air in line" which was verified through a review of the event history log by the presence of "air-in-line!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Evaluation could not reproduced the reported symptom and found the cause to be an out of specification ultrasonic sensor readings. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no patient involvement. No additional information is available.